Manufacturer narrative:
The customer replaced da pcba board to resolve the reported issue. The problem was the connector that plug into the 4 valves wore out, wasn¿t making good contact. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1108 machine pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer informed that he already replaced all 4 autozero solenoids but problem persists with a diagnostic code of 1108. Reviewed suggested repair per the manual and advised to make sure the pins from the solenoids are seated securely to the data acquisition printed circuit board assembly (pcba). If not the issue, then to replace the da pcba; provided parts ID. Investigation is ongoing.